Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The middle button popping out and cannot be pressed and also a battery failed alarm after hitting the pump at the car door. The customer stated that the type of damage: loose, and the location of the damage was the keypad. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm, and no damage reported to battery cap contacts or battery compartment. Troubleshooting was performed for the keypad anomaly, and the buttons remained unresponsive. Troubleshooting was performed for the cosmetic damage and the damage impacting pump functionality. Troubleshooting was performed for the pump error, and the customer was able to clear the error and complete rewind if requested. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with an unresponsive keypad. Unable to perform the self test, displacement test, active current measurement, or sleep current measurement due to unresponsive keypad. Pump was cut open to perform visual inspection and found flattened keypad dome (no crease) and moisture damage on the pcba 1 and pcba 2. Test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Unable to verify alleged pump error 63 alarms or failed battery alarms due to unresponsive keypad. Keypad unresponsive was confirmed during analysis and was due to a flattened keypad dome. Alleged cosmetic damage was confirmed where pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay was noted. Exposure to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.